Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while using a 2.8 mm endoscope (olympus) during a solid mass tissue sample the system came apart while retracting the needle after the first pass. There was no death or injury to the patient or user during the procedure. No surgical intervention was performed. The patient's condition after the procedure is stable.